Event description:
The customer obtained multiple, (B)(6) vitros anti-hcv quality control results for a known (B)(6) control fluid (results = (B)(6)) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. Patient samples were not known to have been affected. There was no report of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, (B)(6) quality control results were obtained for a known (B)(6) control fluid. The investigation could not determine a definitive root cause. There is no evidence that the vitros eciq analyzer and vitros anti-hcv reagent had malfunctioned. However, improper pre-analytical quality control sample handling cannot be ruled out as a possible contributing factor to the event.